Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient identifier: patient sid (B)(6). Concomitant information; alinity c processing module, sn# (B)(4) is connected to (B)(4) which is at v3.1.2, list# 04v20-14. A product correction letter was issued on 28sep2020 to all customers with installed alinity ci- series scm notifying them of the issues in software versions 3.1.2 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci- series to software version 3.2.0 and provides customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.

Event description:
The customer observed shift and imprecision with quality controls for multiple assay compared to peer¿s data while processing on the alinity c processing module. The customer also observed error code 1037 unable to calculate result, rate reaction while processing sid (B)(6) for alkaline phosphatase assay, no results were generated due to the error message. After inspection of the instrument, the customer observed level sensor aspiration errors for the sample pipettor. During sample pipettor calibration, the tss observed an issue at the outer sample position, but the calibration passed without generating an error. The tss repeated the pipettor calibration after sw upgrade to 3.2.1 and then 3.2.3 and the probe calibrated as intended. No impact to patient management was reported. No discrepant patient results were generated.